Event description:
The customer reported that the insulin pump had button error alarm. The blood glucose reading was 210mg/dl. The customer also stated that the display was frozen when she was attempting to bolus and pressed some of the buttons for a few seconds. The customer could not clear the alarm and she removed the battery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.